Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the side of the pump. The damage included a crack on the case near the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the insulin pump in storage mode. The customer understood the product replacement/return policy. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery depletion recall number and battery cap recall number. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. After battery installation, the pump booted up to a critical pump error 55 which was unclearable. Unable to confirm / not confirm if the charge/battery lasts less than expected and unable to perform the sleep current measurement, active current measurement, and self tests due to the unclearable critical pump error 55. Attempt to upload using thump was successful. The adapt tool confirms that a pump error 55 (filenumber = 39, linenumber = 645) first occurred on 05/22/25 14:19:30. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of short battery life was unable to be confirmed but that of a cracked case was confirmed during testing. According to what's stated in the adapt tool, the pump error 55 (filenumber = 39, linenumber = 645) is due to a problem with the internal flash crc which is a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.